Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports that they had a stroke and due to the stroke they had a fall "3 weeks almost 4 weeks ago". They said they were on the floor for about 3 days and couldn't move. Pt says since then they feel like "the stimulator has moved and its poking me, it kind of hurts". Pt says tinnitus is why they had the stimulator put in. The patient was redirected to their healthcare provider to further address the issue. I asked if pt has called the dr and they said they did "and they told me to call you". I reviewed this is a medical issue that an hcp needs to investigate. Pt says they will call hcp back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.